Event description:
It was reported that this implantable cardioverter-defibrillator (ICD) exhibited high out-of-range shock impedance measurements on the non-boston scientific right ventricular (rv) lead. There was no noise observed. Troubleshooting was discussed and recommended. No adverse patient effects were reported. The product remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter-defibrillator (ICD) exhibited high out-of-range shock impedance measurements on the non-boston scientific right ventricular (rv) lead. There was no noise observed. Troubleshooting was discussed and recommended. No adverse patient effects were reported. The product remains in service. The ICD was explanted and replaced due to therapy upgrade.